Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and implantable right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements up to 160 ohms. Defibrillation threshold (dft) testing was performed, and the ICD recorded a code 1005 indicative of an open circuit condition due to a high out-of-range shock impedance measurement greater than 145 ohms detected during an attempt to deliver a shock. This ICD and rv remain in service at this time. It was noted that the ICD was almost at elective replacement indicator (eri), and the physician was considering replacing the ICD and rv lead. Additional information received indicated that the electrophysiologist planned to change the vector to distal coil to can, and continue monitoring until eri is reached. No additional adverse patient effects were reported.